Manufacturer narrative:
Results: the lantern was undamaged. Conclusions: evaluation of the returned lantern revealed an undamaged, functional device. During functional testing, the lantern was advanced through a demonstration benchmark without an issue. The root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a radioembolization procedure (y90) in the in the superior mesenteric artery (sma) and selecting a replaced right hepatic artery using a lantern delivery microcatheter (lantern) and a non-penumbra angiographic catheter. It was noted that the patient had high grade, calcified stenosis of the (sma) origin. During the procedure, while advancing the lantern through the distal end of the angiographic catheter, the lantern became stuck. Therefore, the lantern was removed. The procedure was completed using a new non-penumbra microcatheter and the same angiographic catheter. There was no report of an adverse effect to the patient.